Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as the stents remain within the patient. (B)(4).

Event description:
Treatment of a posterior bifurcation basilar tip aneurysm measured approximately 4mm with y-stenting technique. It was reported catheterization access was made through the right pca into the basilar artery and an lvis stent was deployed with good wall apposition. Following, an attempt was made to cross the deployed stent using a traxcess guidewire into the left posterior cerebral artery (pca) and as the physician advancing the catheter, it pushed the proximal end of the deployed stent up into the superior cerebellar artery (sca) with the stent bulging into the aneurysm. The physician then coiled the right side of the aneurysm through the jailed catheter. The physician then access the left pca and a second lvis was deployed from the left pca through the first stent and down into the basilar artery with good wall apposition and then continue coiled the left side of the aneurysm. The procedure ended with good results. Later in the evening, the patient had a stroke due to the left pca closure. The physician attempted to open the stent and subsequently the patient regain her speech and movements on the right side the following day. On (B)(6) 2015, the patient had thrombosis on both stents and the physician was unable to re-open the stents. On (B)(6) 2015, the family elected to withdraw support and the patient subsequently expired.